Event description:
Reportedly, the screw inserter (slotted portion on bottom), broke while inserting fourth of four sdrs screws. Two prongs broke off in patient, but were retrieved. The bone was reported as normal. Screw insertion was finished with the screw height adjuster with no problem. No patient injury.